Manufacturer narrative:
One controller was returned for evaluation.various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed two controller fault alarms, both with error codes indicating alarm_uic_run_time_failure and sys_uic_aps_fail. Controller fault alarms of type sys_uic_aps_fail are most likely due to a leaky diode. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported malfunction could not be duplicated at the bench level. The most likely root cause of the reported controller fault alarm can be attributed to a leaky diode. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported per the engineer that the patient experienced 2 controller faults that were witnessed by the bedside nurse. Log files sent in for analysis.